Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited one high impedance measurement on the day of implant. Impedance measurements have since returned within limits. The right atrial (ra) lead exhibited high thresholds which have since decreased to normal limits. The lead remains in use. No patient complications have been reported as a result of this event.